Event description:
The account stated that the architect c16000 analyzer generated a calcium result of <2 mg/dl. The result was flagged and was not reported out of the lab. The sample was repeated and a result of 10.3 mg/dl was generated. There was no report of impact to patient management. No further patient information was available.

Manufacturer narrative:
(B)(4). Evaluation: other (B)(4); sample syringe required adjustment. An abbott field service representative (fsr) was dispatched to the account. The fsr inspected the instrument and tightened loose cables and connectors. The sample syringe was not seated correctly on the drive block. The fsr reseated the syringe and clamp. The account has not observed a recurrence of the issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the clinical chemistry calcium (cac) reagent package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.